Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device was not working well. During the pre-repair diagnostics assessment, it was observed that the motor seized, was running rough and defective. It was further determined that the device was not functioning because the motor ceased up. It was further determined during the pre-repair diagnostics assessment that the device failed for check the off/osc/on switch mode function and for check power at the motor with test bench. (Output: 0.00w).this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.